Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they hadn't been using their ins for a long time and now are trying to get it recharged for an MRI they need to have. Pt said they haven't been using their ins since they had some issues with it and just couldn't get it adjusted (pt said they started getting intermittent weird shocks while driving, pt said this happened while they were on vacation in (B)(6) 2020. Pt mentioned they went to the doctor to try and get the ins readjusted but it never worked again so the pt stopped using it. When the pt started trying to recharge today, they saw no device found.  Had them go through passive recharge mode. Pt saw middle number anywhere from 83-97. Pt tightened their belt to get a better recharging quality while going through this recharging mode. When pt was able to start recharging normally, pt saw battery levels: controller 100% ins very low and recharging excellent. The troubleshooting steps that were taken on the c all resolved the issue.

Event description:
Additional information was reported that the this happened two year ago when the patient returned from vacation. Several attempts at reprogramming, but were unsuccessful. The patient stopped using the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.